Manufacturer narrative:
Pump was received with frozen screen due to faulty connector on interface board . Unable to confirm battery out limit, off no power or perform the operating currents measurement, self test and displacement test due to frozen screen anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed off no power. The blood glucose value level was 100 mg/dl at the time of the incident. No troubleshooting was performed. The customer will return the product for analysis.